Event description:
It was reported that the whisper guide wire was used in a very tight lesion in the moderately calcified, mildly tortuous, small obtuse marginal coronary artery and the case was very difficult. Multiple wires, multiple balloons, and multiple stents were used for this procedure. The tip of the whisper guide wire separated during removal in a small coronary arterial branch and was unable to be retrieved via snare and other methods, despite multiple attempts to remove it. The tip of the wire was left in the small branch and the physician did not think it would cause patient injury in such a small branch. This did not result in a clinically significant delay in the procedure. Reportedly, the patient has recovered normally and is in good condition. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: quantum. Guide catheter: 6 french, guideliner. Stent: xience xpedition, resolute. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.